Event description:
It was reported that an ilet touchscreen was cracked after a suspected drop, resulting in a nonresponsive display and inability to use the device; the device had been synced prior to shutdown and will be returned. Symptoms included no injury. Outcomes included use of a cgm application for continued glucose monitoring and planned replacement of the device. Investigation included collection of event details and coordination for device return. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, with loss of touch responsiveness and normal function prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Initial.